Event description:
A ventilator was returned to the third-party service center for evaluation. The device was not in patient use. During the evaluation of the device at the third-party service center, a "service required" code was found in the ventilator's downloaded error log. The device's sensor board was replaced to address the issue. A failure of the device's lcd screen was observed. The device's lcd screen needs replaced to address the issue. An issue related to the device's ac connector was observed. The device's ac connector needs replaced to address the issue.